Event description:
It was reported that following recharging sessions the patient,s implantable neurostimulator (ins) would turn off. The patient had to use to programmer to turn the ins back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37742, (B)(4), extension model 3708340, (B)(4), implanted: 2006 (B)(6), explanted: na, extension model 3708340, (B)(4), implanted: 2006 (B)(6), explanted: na, accessory model 37752, serial# (B)(4), lead 3998, lot# j0564218v, implanted: 2006 (B)(4), explanted: na, lead model 3887-33, lot# l80843, implanted: 2000 (B)(6), explanted: unknown.